Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was broken. The customer stated that the reservoir ID not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. R&d disposition: for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 6 to 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 6 to 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad.